Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid during qc testing. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The ocd field engineer arrived at the customer site and determined that the pressure fitting was loose. The engineer reinstalled the pressure fitting and performed the appropriate adjustments to the pressure to return the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since the incident. (B) (4).